Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Unit was received with moisture damaged on power board, motor assembly, cracked battery tube threads, cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked select button keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had moisture damage. The customer¿s blood glucose level was 254mg/dl at the time of the incident. The pump will be returned for analysis.